Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was unknown at the time of the call. The customer states that the insulin pump was exposed to fluid/moisture in the past. The customer stated that there was a button alarm that the customer cannot clear. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and has no button response due to corroded keypad traces. Moisture damage was found on the electronics. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.